Event description:
It was reported that this pacemaker exhibited low out of range impedance measurements for its non-boston scientific right ventricular (rv) lead. Technical services (ts) was consulted and discussed troubleshooting options. A follow up showed the measurements were back within range and no other lead issues were noted. Ts advised to continue to monitor the patient. This pacemaker remains in service. No adverse patient effects were reported.